Event description:
According to the reporter, while ECG monitoring a patient, the device reset, the screen froze and the service light began blinking. The reporter stated that cycling power did not return the device to proper operation. Another cardiac monitor was called for and used and no adverse affects to the patient were reported as a result of the alleged malfunction.